Manufacturer narrative:
E1 initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured during first inflation at 6 atm. The device was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
E1 initial reporter city: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. A visual examination of the balloon identified no damages. No issues identified with the hypotube shaft. Shaft polymer extrusion had no kinks or damages. A detailed microscopic examination of the balloon material identified a cut proximal to the proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage no issues identified during examination of the extrusion shaft. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. An attempt was then made to inflate the balloon to 12 atmospheres as per wolverine IFU using the inflation aid, however, a leak was noted coming from the pinhole tear at the proximal markerband. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured during first inflation at 6 atm. The device was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.